Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent robot assisted laparoscopic lysis of adhesions, repeat sacral colpopexy and implantation of inteproy on (B)(6) 2009 for vaginal prolapse . No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient had a gii easyanchor and an additional mesh implanted on (B)(6) 2004.